Event description:
It was reported that an unknown repair was requested. There was no harm or delay reported. Upon investigation, the motor was seizing and heating up and the width plate screws were missing. No further event information available at the time of this report.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor was seizing and heating up and the width plate screws were missing. The motor and screws were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.